Manufacturer narrative:
Since there was no lot number or defective product provided, the non-conformity could not be verified. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Since no device was returned for analysis, the root cause for the event has not been determined.

Event description:
An end user found holes in the fluid warmer drapes, creating infection control concerns in surgical setting. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
Since there was no lot number or defective product provided, the non-conformity could not be verified. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Since no device was returned for analysis, the root cause for the event has not been determined.

Event description:
Finding holes in the fluid warmer drapes, creating infection control concerns in surgical setting. The drapes line the fluid warmers in the surgical setting.

Manufacturer narrative:
Since there was no lot number or defective product provided, the non-conformity could not be verified. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Since no device was returned for analysis, the root cause for the event has not been determined.

Event description:
Finding holes in the fluid warmer drapes, creating infection control concerns in surgical setting. The drapes line the fluid warmers in the surgical setting.